Manufacturer narrative:
As reported in the literature article by trerotola, s. O., lund, g. B., newman, j., olson, j. L., widlus, d. M., anderson, j. H., mitchell, s. E., & osterman, f. A., jr (1994). Repeat dilation of palmaz stents in pulmonary arteries: study of safety and effectiveness in a growing animal model. Journal of vascular and interventional radiology : jvir, 5(3), 425¿432. Https://doi.org/10.1016/s1051-0443(94)71520-7, in one experimental animal (lamb), the stent was displaced from the balloon. The stent was retracted from the heart and positioned in the left internal jugular vein. The stent got caught on or near the pulmonary valve and when the catheter was retracted to free the stent, the stent pulled off the balloon. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿stent dislodged - in patient¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown. As no lot number, catalogue code or other product information was supplied a phr could not be completed. According to the potential complications in the safety information in the instructions for use ¿potential complications associated with the peripheral artery stent implantation may include, but are not limited to, the following: stent migration/embolization¿. The very limited information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported in the literature article by trerotola, s. O., lund, g. B., newman, j., olson, j. L., widlus, d. M., anderson, j. H., mitchell, s. E., & osterman, f. A., jr (1994). Repeat dilation of palmaz stents in pulmonary arteries: study of safety and effectiveness in a growing animal model. Journal of vascular and interventional radiology : jvir, 5(3), 425¿432. Https://doi.org/10.1016/s1051-0443(94)71520-7, in one experimental animal (lamb), the stent was displaced from the balloon. The stent was retracted from the heart and positioned in the left internal jugular vein. The stent got caught on or near the pulmonary valve and when the catheter was retracted to free the stent, the stent pulled off the balloon. The device will not be returned.